Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ('uterine rupture') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine rupture (seriousness criterion medically significant). At the time of the report, the uterine rupture outcome was unknown. The reporter considered uterine rupture to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: uterine rupture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: all source document information, reporter and reference section from deletion case (B)(4) added to this case. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ('uterine rupture') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine rupture (seriousness criterion medically significant). At the time of the report, the uterine rupture outcome was unknown. The reporter considered uterine rupture to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: uterine rupture . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ('uterine rupture') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine rupture (seriousness criterion medically significant). At the time of the report, the uterine rupture outcome was unknown. The reporter considered uterine rupture to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: uterine rupture. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.